Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiopulmonary arrest and subsequently expired on or about the same day. It was reported that the death occurred due to administration of naturalyte and/or granuflo for dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products. The exact date of death is not known and is estimated based on the reported info.